Manufacturer narrative:
Records indicate this lead remains in service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported this implantable defibrillation lead exhibited a rise shock impedance measurements, including a measurement of 126 ohms. Testing of the shock vectors was discussed to determine reprogramming options. No adverse patient effects were reported.